Event description:
It was reported the hcp was unable to refill the pump. Fluoroscopy confirmed the pump had flipped. The pt was scheduled for a revision. No outcome was reported. Add'l info has been requested, a follow-up report will be submitted if additional info becomes available.